Event description:
A customer contacted baxter's (B)(4) to report having a leak in the cassette during priming on the homechoice (hc) machine. The home patient (hp) stated the cassette was leaking from the lower left corner. The technical service representative (tsr) advised the hp to replace the cassette and bag. The hp returned the call made by (B)(4) regarding the event. The hp stated that he noticed there was fluid leaking out of the cassette membrane from an opening in the cassette. The hp stated that the cassette membrane was not sealed properly causing the leak to occur. The sample was discarded. The hp stated he was able to resume therapy after starting over with new supplies. Per the hp, there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.